Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed a visual inspection using dop114-811doc appendix f; found snap-cap detached from reservoir¿s barrel and found snap-cap and septum attached to transfer guard. Unable to pre-fill.

Manufacturer narrative:
Clarification to notes added.

Event description:
The phone call was listened pulled for clarification. The customer was reporting damage to the transfer guard and p-cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak at the top of insulin pump. The customer¿s blood glucose level was 286 mg/dl at the time of the incident. The customer was also reported that insulin pump top part was broken off and had a broken belt clip. The customer was reported that crack on the transfer guard. The reservoir will be returned for analysis.

Manufacturer narrative:
The information provided date of event with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.